Event description:
It was reported that the bd alaris¿ extension set filter became clogged. The following information was provided by the initial reporter: "the filter clogged less than 12 hours into infusion."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set filter became clogged. The following information was provided by the initial reporter: "the filter clogged less than 12 hours into infusion."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the filter clogged less than 12 hours into the infusion. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10012866 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.